Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) using an indigo system aspiration catheter 12 (cat12). It was noted that there was a lot of thrombus in the target vessel. During the procedure, while completing a pass using the cat12, an x-ray revealed that approximately six centimeters of the distal end of the cat12 broke off in the patient. Therefore, the cat12 was removed and the broken tip of the cat12 was snared out. The procedure ended at this point as most of the vessel was opened. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat12 was fractured approximately 110.0 cm from the hub. The device had bends proximal to the fracture approximately 107.0 ¿ 110.0 cm from the hub. The device was kinked approximately 114.0 cm from the hub. Bends were present on the mid-shaft. Conclusions: evaluation of the returned cat12 confirmed a distal shaft fracture and revealed bends proximal to the fracture. It was reported that a lot of thrombus was within the target vessel. If the device is forcefully manipulated within an occluded vessel, resistance may be experienced and damage such as a kink and subsequent fracture may occur. Further evaluation revealed a kink near the distal tip and additional bends on the mid-shaft. The kink was likely a result of fractured segment being snared during the procedure. The bends were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.